Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen was dark, preventing it from turning on. There was no adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.